Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedance measurements, measuring less than 200 ohms on the right ventricular (rv) lead. Additionally, the rv lead exhibited oversensed noise. As a result, inappropriate anti-tachycardia pacing (atp) was provided. It was noted that this system contains an additional pacing and sensing rv lead, which is the lead exhibiting the anomalies. Technical services (ts) recommended programming options or defibrillation threshold (dft) testing. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedance measurements, measuring less than 200 ohms on the right ventricular (rv) lead. Additionally, the rv lead exhibited oversensed noise. As a result, inappropriate anti-tachycardia pacing (atp) was provided. It was noted that this system contains an additional pacing and sensing rv lead, which is the lead exhibiting the anomalies. Technical services (ts) recommended programming options or defibrillation threshold (dft) testing. No adverse patient effects were reported. This crt-d remains in service.